Event description:
Pt was laying on the air fluidized bed. The bed was found smoldering with smoke emitting from the metal bottom bedcasing located at the head of the bed. Bed was unplugged from electrical source, pt was evacuated, and bed was extinquished with fire extinquisher. The bed was placed into service on 6/4/98 at 1740. Device returned to third party on 6/29/98.